Event description:
It was reported that the subject device displayed sandstorm on the monitor image, and then the image became pink. The issue was found during the middle of a therapeutic hernia procedure that was completed with a similar device. There were no reports of patient ham

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, d10, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the main body of the imaging camera is flooded, the camera cable is flooded, corrosion on the scope mount. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: the main body of the camera is flooded, flooding of the camera cable and corrosion on the scope mount. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed sandstorm on the monitor image, and then the image became pink. There were no reports of patient harm.